Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the technical support specialist (tss) advised that an rx verify request could not be resubmitted while a prior request was still pending and required approval or rejection before a new request could be sent. The rx verify request was then resubmitted, after which the pharmacy confirmed visibility of the request and proceeded with approval. The system functioned as intended after the technical support specialist investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, rx verify issue. The user was unable to issue morphine sulfate solution 100 mg/5 ml for patient due to an open rx verify request. The customer stated that this malfunction occurred while dispensing the medication however, there were no adverse events or injuries reported based on this event.